Manufacturer narrative:
(B)(4). Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. Insulin pump received with blank display due to corroded battery tube. Unable to perform displacement test and self test and verify failed battery alarm due to blank display noted.

Event description:
Information received by medtronic indicated that the insulin pump had a crack from battery compartment to battery cap as pump went very hot after getting battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.